Manufacturer narrative:
The device will not be returned, therefore no eval can be performed. If the device becomes available or add'l info is received, a f/u report will be submitted. Related to MFR report #'s: 2248146-2014-00022, 00025, 00026, 00027, 00028, 00029, 00030, 00031, 00032, 00033, 00034, 00035, 00037, 00038, 00039, 00040, 00041, 00042, and 00043.

Event description:
The customer received 20 bo-top 42802 packs as a substitution to the regular packs used at this facility. It was reported that the design of the pack is such that the pre-bypass filter is in the middle of the arterial-venous loop, separating the 3/8" arterial tubing from the 1/2" venous tubing. Despite circulating the fluid through the circuit in the customary fashion, small bubbles persisted on the venous side of the loop. Perfusion staff tried a number of different methods to remediate, however, the final solution became re-attaching the arterial-venous loop after removing the pre-bypass filter and re-circulating the prime fluid through the circuit. It was reported that the malfunction occurred prior to use on a pt and there were no pt complications as a result of this finding.